Manufacturer narrative:
The event is captured by edwards lifesciences under complaint # (B)(4). This is a combined initial + final MDR report that has the investigation findings included as well. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The device was not returned for evaluation as it remained implanted. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests operational context and imaging issues likely contributed to the event. Per event description, there was difficulty with imaging. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing non-conformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where there was a late single leaflet device attachment (slda) on pod1. There was no device interaction during implantation. There was difficulty with imaging. Two devices were implanted, first antero-septal and the second one postero-septal. The day after the procedure the physicians performed a tte and severe regurgitation was noticed. After careful assessment, an slda of the second device implanted was observed. The patient will require cardiac surgery next month due to the severe remaining regurgitation after the slda. The grade of regurgitation before the procedure was severe and after the procedure the regurgitation was reduced to mild. At the time the slda happened the regurgitation came back to severe. As per medical opinion the cause of the slda is unknown.